Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 400 mg/dl. Customer's blood glucose at the time of call was 142 mg/dl. It was reported that the pump was not working because customer had to go to the hospital due to the bolusing not working to bring his blood glucose down. Customer stated the significant events leading to hospitalization was a low grade fever and his oxygen saturation was down to 93, that's when they noticed he blood glucose was so high. The customer was treated with manual injection. Customer reports they have contacted their healthcare professional regarding the high blood glucose level. Customer is not calling back to perform an hp test . Customer does not have a tubing clamp available. The insulin pump will not be returned for analysis.